Event description:
On (B)(6) 2012 it was reported that the pt's nurse stated that the buttons do not function properly on the pt's infusion device. It was not clear which of the buttons the nurse was referring to. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.